Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered multiple shocks due to noise and oversensing. Analysis of the system was performed, and it was determined that an electrode fracture was present. It was decided to explant and replace this electrode. This electrode is expected to be returned for analysis. No further adverse patient effects were reported.